Event description:
It was reported that, "opened 5531-g-309, lot lbw178 the appearance of the insert did not look correct. Decided to open another 5531-g-309, lot lbv804 the insert looked the same as the first. Surgeon decided to use the 5531-g-309 lbw178."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. If additional information becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR.#9610726-2010-00192.